Manufacturer narrative:
This product is not marketed in the us. Iol was twisted and remained inside the nozzle. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down till the end. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
It was reported that when pushing the rod of a ks-1 aq2017v, 23.0 diopter, preloaded injector the surgeon found the trailing haptic figure was abnormal and also felt heavy to push the rod. The use of the serial was cancelled and the surgery was successfully completed by using alternative preload within the same surgery. There was no patient contact.